Manufacturer narrative:
(B)(4). The ICD was returned from the field and was evaluated. It was tested on the bench and found to be normal. Longevity estimations show the battery voltage was normal based on device usage. (B)(4).

Event description:
It was reported that infection was observed on the device. Device was explanted and a new device was implanted. Patient was stable post procedure.